Event description:
It was reported that a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis therapy. The peritonitis was manifested with symptoms of abdominal pain, fainting, sick, and unable to walk and stand up. The cause of the peritonitis event was unknown. The next day after onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies, durations and routes not reported) for peritonitis. The patient did not recover from the peritonitis event and eight days after the onset of the event, the patient died in the hospital. The cause of death was reported to be due to peritonitis. It was not reported if an autopsy was performed. Dianeal therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.